Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
On (B)(6) 2019, the end user reported a "leak at bending rubber" experienced, involving video gastroscope eg29-i10/serial (B)(4). The gastroscope was returned to pentax medical for evaluation on 22-jul-2019. On 24-jul-2019, the pentax medical endoscope technician documented a pinhole in the bending rubber which confirmed the customer's complaint. The technician also found an accessory stuck in the primary operational channel. Other inspectional findings included: air nozzle glue worn. Insertion tube buckles under the root brace. Failed wet leak test. Lightguide prong cover glass set loose. Failed dry leak test. Umbilical cable crack at root brace. Suction tube mild resistance. Segment compressed. Bending rubber pinhole. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Insertion tube mild dent at stage 3. Bending rubber leak at middle section. On 24-jul-2019 the complaint handling unit(chu) received a complaint notification form from the service repair department regarding and "accessory stuck being stuck in the primary operational channel. Pentax chu performed good faith efforts to acquire additional information from the user facility. On 09-aug-2019, pentax chu received a response that the user was not aware of the stuck accessory in the primary operational channel. The user responded that they did not know what the accessory was or when it may have become lodged. The gastroscope was used to complete the procedure without any reported injury to the patient, delay in the procedure, or any required medical intervention. They also stated they follow all instructions for use(IFU) for pre-procedure checks, reprocessing and accessory involved. The gastroscope underwent repairs including the following components and was returned to the user on (B)(6) 2019 on delivery (B)(4): segment staycoil assy pb-free. Staycoil collar. Insertion flexible tube assy. Distal end assy with tubes. Segment assy attaching screw. Segment attaching screw. Bending rubber. Rl pulley assy. Ud pulley assy. Adjusting collar. Light guide cable. O-rings and seals. Shield pipe for ccd. Laser cut filter type 7. Rl lock knob retaining nut cover. A review of service history indicates the scope was routinely serviced since installed on 23-mar-2017. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.